Event description:
A report was received that the patient was having difficulty charging her ipg. The patient underwent an ipg replacement procedure. The patient is reportedly doing well.

Event description:
A report was received that the patient was having difficulty charging her ipg. The patient underwent an ipg replacement procedure. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.